Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cut/missing piece on the coating from the distal end probe unit likely occurred from user handling the device such as physical or chemical stress. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ode) was informed that a customer evis eus ultrasound gastrointestinal videoscope was returned to the regional repair center for an annual inspection. Upon inspection and testing, the scope was observed to have a deep cut/missing piece fell off on the pink colored coating from the probe unit. No patient injury or harm was reported.

Manufacturer narrative:
The evaluation found a deep cut/missing piece on the pink colored coating from the distal end probe unit. Additionally, the scope has cosmetic scratches on the control body, supple hose, supply plug, connector contacts, and the plug unit has deformation. The microswitch unit has traces of wear. Additionally, the acoustic lens has an internal cut in the inner elements (not visible) and the angle braid is stressed. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.